Event description:
There was no iab in the box when the user carton was opened. Nothing was returned to datascope for evaluation. Event complications: unk - reported 3/31/97. Pt current status: UK - rp'd 3/31/97.

Manufacturer narrative:
Evaluation: the product was not returned or released to datascope for evaluation.